Manufacturer narrative:
(B)(4). The root cause of the broken luer was determined to be a manufacturing defect.

Event description:
Baxter investigation personnel reported an intermate in which the luer was broken. This condition was observed upon sample receipt. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of a broken luer post. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.